Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).

Event description:
A surgeon reported that the diameter of the infusion sleeve was bigger than usual and it was difficult to control during the procedure. No patient harm reported.